Event description:
The customer stated that a decreased sodium result of <100 mmol/l with a repeat of <100 mmol/l was generated by the architect c8000 analyzer (sn (B)(4)). When the sample was run on another c8000 analyzer a result of 137 mmol/l was generated. The customer stated that another sample from the same patient with a different collection date also generated a result of <100 mmol/l. The decreased results were not reported. The customer indicated that the issue was only seen with this patient. The customer replaced the ict module and reran the patient and a result of 137 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
A single patient's samples generated low sodium results flagged as < 100 mmol/l when tested with ict module 131209054 on architect c8000 analyzer serial number (B)(4), but normal results (137 mmol/l) when tested with a new ict module or when tested on a different analyzer with a different ict module. Ict module 131209054 was returned and the examination found no visible damage. The (B)(4)result log shows ict module 131209054 generated error 1603 (unable to calculate result, ict reference solution voltage drift exceeds 3 mv). The log also shows some sodium results were flagged pshh which indicates the ict sample run immediately before had a concentration outside the dynamic or linear range or outside the defined extreme range which requires rerunning the sample to verify there was no effect from the previous sample. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the ict sample diluent package insert were reviewed and were found to adequately address the issue. The available information indicates the sodium membrane of ict module 131209054 had been exposed to aging and an unknown contaminant which interacts with an interferent/contaminant unique to samples from the patient in question. The issue was resolved by installing a different ict module or testing the samples on a different ict module. The investigation did not identify a malfunction / deficiency.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.